Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es erma a ghost pocket issue occurred on main drawer 4.2, pocket b5 contained phenobarbital 32.4 mg tablet (928530). The configured max/min par levels were 10/3; however, the cii safe incorrectly reflected doubled par levels of 20/6 and indicated an overcount of 10 tablets more than actual inventory, resulted on the pocket being stocked out. However, there were no delays or adverse events or injuries reported based on this event.